Event description:
The pt reported communication issues between the implant and the external equipment. A boston scientific rep performed device eval and the problem was confirmed. The pt was implanted with a new boston scientific spinal cord stimulator.